Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. The physician decided to remove and replace the clip. One clip was then implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
In this case, the device was returned for analysis; however, the reported difficult to remove-anatomy and improper or incorrect procedure or method failure to follow steps / instructions could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated the reported improper or incorrect procedure or method resulting in difficulty removing the clip from the anatomy is associated with the user making adjustments and releasing the m knob curve in the left ventricle. Unspecified tissue injury appears to be due to procedural conditions associated with difficulty removing the clip from the anatomy. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/ illness/ impairment was a result of case-specific circumstances as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that a chordal rupture occurred. It was noted that since there was not enough height to return it to the atrium, the physician released the m knob in the ventricle and pulled the dc handle and the clip backed to the atrium. The physician decided to remove and replace the clip. One clip was then implanted, reducing mr to a grade of 2+. There was no clinically significant delay in the procedure.